Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 06/08/2011 and 06/24/2011 by fax, mail and phone. A completed questionnaire was received on 06/29/2011. (B)(4).

Event description:
A consumer reported he is unhappy with his vision following intraocular lens (iol) implant surgery due to uncorrected astigmatism. He reported double and cloudy vision during the day, glare at night and achiness in the eye as the day progresses. F/u info was received from the surgeon, who reports that he and the consumer "continue to plan for solution." Posterior capsular opacification has been observed.